Event description:
During a dhs/dcs removal procedure, the dhs/dcs wrench bent. Surgeon was able to use the wrench to insert another lag screw and the procedure was completed. This report is #1 of 2 for the same event.

Manufacturer narrative:
Add'l info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.